Event description:
Adverse event: interrupted treatment. Malfunction: bed problem. The system operator reported that the surgical bed was stuck in the out position. The system had to be rebooted and the power reset after which the bed functioned properly. Additional information was received. The operator stated all procedures were completed uneventfully. He also stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: for this complaint, the site's operator reported to the tm that the patient swivel bed on the site's laser system was stuck in the out position and the bed's control was non responsive with a patient present during surgery. The tm instructed the site operator (on the phone) to recycle the power to the bed. This was successful, and allowed the site to continue treating the patient. During the site visit, the tm (territory manager) determined that the problem was intermittent. To address this issue, the tm reseated all internal and interface electrical connections from the bed to the system, and successfully completed the system verification. A manufacturing investigation was not performed as no parts were returned, and the investigation performed by the tm proved sufficient for root cause determination. A patient/user impact investigation was performed as this complaint occurred during surgery. The site surgeon reported that there was no harm to patient or users as a result of this event. Conclusion: based on the results of the investigation, the root cause of the reported event was determined to be a loose cable connection. (B) (4)